Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as nipro is an OEM manufacturing site. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for the additional lot number is as follows: medical device lot #: 16d09, expiration date: 12/31/2030, manufacture date: 04/07/2016." Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from the OEM manufacturing site, and the customer's indicated failure mode for needle ejection was not observed as all samples met specifications.

Event description:
It was reported that the bd vacutainer® brand pronto¿ quick release needle holder had difficulties ejecting the needle.